Manufacturer narrative:
Event date is appoximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the other day when they were getting in their car they accidentally hit their right side implant on a metal part of the car door. When that area hit their implant, they received a quick shock from the device and the sensation went away. The patient said they were now aware the device should be shut off while driving.